Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. As the device was not returned for evaluation, the root cause of the severe regurgitation remains indeterminable. However, patient related factors and progression of underlying disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure with a 26mm transcatheter valve after an implant duration of twelve (12) years, nine (9) months, and twenty-three (23) days due to severe central regurgitation. Both devices remained implanted. Per obtained medical records, the patient presented with severe aortic insufficiency associated with left ventricular (lv) enlargement, diminished lv systolic function, class 3 heart failure, shortness of breath, fatigue on exertion, and progressive edema. Preoperative transesophageal echocardiogram (tee) confirmed the severe regurgitation. Per operative report, the 26mm valve was deployed with an excellent result and trivial perivalvular aortic insufficiency. There were no complications during the surgery. The patient was reported as being in stable condition.